Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the physician decided to replace the implantable neurostimulator (ins) due to previously reported rapid discharge after the first overdischarge and power on reset (por). It was scheduled for (B)(6) 2015 at the same time as the lead revision. Analysis was going to be requested. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that an overdischarge (od) condition was confirmed on the patient¿s implantable neurostimulator (ins) due to non-compliance as the last successful charge was accomplished 18 months ago. A physician mode recharge (pmr) was performed and the device charged well. After the device recovered the patient reported longer recharging times and the inability to get the ins fully charged even after 6 hours. The ins would deplete in 24 hours and it was decided the patient would have their battery replaced when they had their lead revision surgery. The patient experienced pain during the event issue and was reported on follow up as getting good coverage on one lead.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted:(B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the ins ((B)(4)) found no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with telemetry. According to the trace report obtained from the ins; the total recharge count is 100. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2015. The device was recharged for 58 minutes and the battery charged from 3.560v to 3.840v. The battery discharged to the lock mode on (B)(6) 2015; the total therapy loss count is 18. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2015. The battery discharged rapidly. Analysis of the lead ((B)(4)) found the lead body¿s outer insulation was cut. Analysis of the lead ((B)(4)) found the lead body¿s conductor was broken.

Event description:
Additional review determined that this information relates to information reported in manufacturing report(B)(4).

Event description:
Additional information received reported the case had been cancelled for now. It would be rescheduled in (B)(6)..

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 3 778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).